Event description:
It was reported that the device intermittently would drain new fully charged batteries in few hours in the powered off state and within few minutes when powered on. There was no report of pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb and system/memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.